Manufacturer narrative:
(B)(4). Concomitant medical product: magnum femoral component, catalog #: unk, lot #: unk; m2a magnum cup, catalog #: unk, lot #: unk; m2a magnum taper, catalog #: unk, lot #: unk; unknown biomet stem, catalog #: unk, lot #: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The reported event was unable to be confirmed due to limited information received. Device history record (DHR) was unable to be reviewed as the lot number was not provided. Root cause is unable to be determined with the information available. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10664, 0001825034-2018-10794, 0001825034-2018-10795, 0001825034-2018-10796. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient underwent revision procedure approximately nine years post initial surgery due to pain and excessive levels of chromium and cobalt in blood. The post-operative diagnoses were right hip alval and metallosis reaction in the hip capsule. Attempts have been made and additional information on the reported event is unavailable.